Event description:
The customer reported an unknown volume of clear fluid leaked from the bsv (blood sampling valve) of the lh 500 hematology analyzer and that plt (platelet) background was high during the event. The customer indicated that the instrument was performing a shutdown procedure when the leak occurred. The customer stated that the leak was contained within the instrument and the instrument did not generate any error messages during the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and performed a startup and primary and secondary cycles but no leaks were observed. The fse noticed a pinched tubing between the rear blood detector and the arm that rotates the probe portion of the bsv (blood sampling valve) forward and back at wire marker wm13 on the bsv. The fse stated that the pinched tubing could have been the source of the leak reported by the customer if the tubing caused a misalignment of the bsv. The fse verified repair per established procedures and observed no issues with plt (platelet) backgrounds. Although the fse could not replicate the leak, the fse discovered a pinched tubing at wire marker wm13; the instrument generated high plt background to alert the customer to an instrument issue. (B)(4).